Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available. .

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The biopsied nodule was in the left upper lobe. Per the physician, there were no issues with the ion system or procedure. The patient required a chest tube to resolve the pneumothorax, and surgery for a bronchopulmonary sequestration (bps) which was unrelated to the ion device/procedure. The patient was admitted for approximately one week then discharged home in stable condition. The diagnosis was atypical cells (malignant).